Event description:
The pt reported out of range normal control solution test results with two boxes of test strips, lot 16149b. On an unknown date within the last two weeks, the pt opened the first bottle from the first box and performed two back to back normal control solution tests. He obtained results of 157 and 159 ml/dl versus a normal control solution range of 105-157 mg/dl. Because the control solution test results were not within the normal control solution range, the pt exchanged the first box of test strips at the pharmacy for a second box of test strips, also lot 16149b. Upon returning home, the pt performed three back to back normal control solution tests within the first bottle from the second box of test strips. He obtained results of 162, 164, and 170 mg/dl. Versus a normal control solution range of 105-157 mg/dl. Because the control solution test results were out of range with the second box of test strips, the pt also returned this box to the pharmacy for a refund. The control solution is lot number v1046a, exp 9/98. The control solution was opened within the last two weeks and the pt shook it before he applied the sample to the test pad. With the rep, the pt obtained a check strip test result of 78 versus a check strip range of 64/87. The pt's meter was set to the appropriate code when all tests were performed. The desiccant is in all test strip bottles. The pt stores the test strips in his bedroom. On 11/22/96 the rep spoke with pharmacy, to inquire as to whether the pt's test strips are available for eval. The pharmacist stated that the pt's test strips were discarded. For this reason, co will not received the pt's test strips for eval.